Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient needed their implant repositioned. It was noted that the patient had to undergo a hip surgery. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported their ins site felt like a little ball and was very tender. They had not reached out to their healthcare provider regarding the ins, they had other unrelated health issue to deal with first. No actions to resolve the issue had been planned yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient believed their implant had repositioned due to being abused. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was going to have their device repositioned by their doctor because it was not positioned correctly. It was further reported the patient had an appointment coming up the following week. Patient reported they were having to go to the bathroom in the middle of the night and needed to adjust stimulation. Patient stated the ins was not in the correct position, further stating it usually laid flat. Patient was redirected to their healthcare provider to contact a manufacturer representative to be in office with their equipment for the appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-33, lot# v681797, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the patient¿s device stopped working after their boyfriend kicked them in the back. It was noted that the patient was kicked in the back where their battery was located, and their lead was damaged by their boyfriend. The device was removed and replaced, and the issue was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.